Event description:
It was reported that this right ventricular (rv) lead impendence measurements went from 1900 ohms to 1500 ohms during the left bundle branch (lbb) implant. However, post implant the impedance measurements dropped to 850 ohms and thresholds were at 1.6v. Currently the impedance values are at 686 ohms and threshold at 0.6v and they are within the normal range. It was noted that there were lot of ventricular events with noise on the rv channel. The patient was in atrial fibrillation (af) and the rv lead was picking up af. Technical services (ts) reviewed and stated there appears to be oversensing of the atrial tach on the rv channel. Subsequently this rv lead was explanted and successfully replaced. No additional patient adverse effects were reported. This lead is returned for analysis. Additional information received indicated that this rv lead was dislodged. No additional patient adverse effects were reported.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem, section h6 device codes and evaluation method codes.

Event description:
It was reported that this right ventricular (rv) lead impendence measurements went from 1900 ohms to 1500 ohms during the left bundle branch (lbb) implant. However, post implant the impedance measurements dropped to 850 ohms and thresholds were at 1.6v. Currently the impedance values are at 686 ohms and threshold at 0.6v and they are within the normal range. It was noted that there were lot of ventricular events with noise on the rv channel. The patient was in atrial fibrillation (af) and the rv lead was picking up af. Technical services (ts) reviewed and stated there appears to be oversensing of the atrial tach on the rv channel. Subsequently this rv lead was explanted and successfully replaced. No additional patient adverse effects were reported. This lead is returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead impendence measurements went from 1900 ohms to 1500 ohms during the left bundle branch (lbb) implant. However, post implant the impedance measurements dropped to 850 ohms and thresholds were at 1.6v. Currently the impedance values are at 686 ohms and threshold at 0.6v and they are within the normal range. It was noted that there were lot of ventricular events with noise on the rv channel. The patient was in atrial fibrillation (af) and the rv lead was picking up af. Technical services (ts) reviewed and stated there appears to be oversensing of the atrial tach on the rv channel. Subsequently this rv lead was explanted and successfully replaced. No additional patient adverse effects were reported. This lead is returned for analysis. Additional information received indicated that this rv lead was dislodged. No additional patient adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. This report contains additional information in section b5 describe event or problem, section h6 device codes and evaluation method codes.